Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6-7 cm diameter abdominal aortic aneurysm and 7 cm right common iliac artery aneurysm. The patient was symptomatic (nature of the symptoms are unknown); however, did not have a rupture. It was reported that the patient presented in the ER with an occlusion of the stent grafts. The physician thought the occlusion stemmed from a kink in the right limb due to an unknown cause, which propagated the occlusion into the main body area. The physician stated the patient was being transferred to another facility under the care of a different physician where an ax by fem bypass was done to restore blood flow to the patients legs. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).